Event description:
A notification was received from baxter healthcare corporation stating an adverse event report was received in which a myostar injection catheter was listed as a suspect device. This is a clinical case report by a study investigator from the us of severe angina patient following the administration of blinded therapy (autologous cd34+ cells (autologous cd34+ cells) versus placebo (plasmalyte - a containing human serum albumin, has final concentration 5%). At the time of the event, the subject was in the mapping/injection phase of the study. On (B)(6) 2013 ,from 13:39 to 14:52, the subject underwent cardiac mapping with the noga d-type catheter. On this same day, from 15:13 to 16:12, the subject was subsequently administered a single dose of the investigational product of autologous cd34+ (auto-cd34+) cells versus placebo via 10 intramyocardial injections (each injection 0.2 ml) for a total volume of 2.0 ml with the myostar injection catheter for refractory angina pectoris and chronic myocardial ischemia (cmi). The last administration with the investigational product was completed on (B)(6) 2013, at 16:12. At 21:00, the subject denied any complaints of chest pain. At 23:10, the subject developed chest pain, which was described as 10/10 on a pain scale. The subject was started on nitroglycerin (0.4 mg, sublingually, as needed) for angina at 23:10, and kept in the hospital for observation. The chest pain improved through the night, but the subject still had low grade pain on (B)(6) 2013. At 11:32 on (B)(6) 2013, a "limited" echocardiogram was performed which revealed no wall abnormalities or pericardial effusion.

Manufacturer narrative:
Concomitant product: myostar. Model #: myostar. Lot #: unknown_myostar. The catheter has not been approved by us FDA and is not marketed in the us. (B)(4).: the subject's nitroglycerin was stopped at 12:03, and imdur (60 mg, orally, twice a day) was started for angina at 16:45. In the evening on(B)(6) 2013, the subject's chest pain resolved, and he was discharged at 13:58 on (B)(6) 2013. According to the investigator, the event may have simply represented more of the subject's usual chest pain. The causality assessment was severe angina. Prolonged hospitalization. Possibly related to investigational product and related to trial procedures (cell delivery/injection catheter). Alternative etiology - not required due to the investigator's causality. This is a clinical case report by a study investigator from the us of investigational product used in chronic myocardial ischemia. The case is serious and possibly associated . While multiple factors could have caused the event (the mapping portion of the procedure, the patient's underlying coronary artery disease), a contribution from the investigational product can not be excluded. Therefore, the event of severe angina is possibly associated with the investigational product due to the temporal relationship. Concomitant therapy: aspirin, plavix, lisinopril, amlodipine, metoprolol, lasix, pravastatin, lopid, imdur, nph insulin, insulin, midazolam, fentanyl citrate and heparin.

Manufacturer narrative:
On february 6, 2014 additional information was received from baxter healthcare corporation on this event. Supplemental information was received from the investigational site. Details regarding treatment and concomitant therapy (dose, frequency and administration dates) and medical history (severity and dates) were added or revised. Event details: it was clarified that the patient continued his concomitant therapy with imdur (60 mg, oral, daily) as treatment for the event of angina (previously reported as twice a day starting at 16:45). The patient was treated with humulin r (2-16 units, subcutaneous, twice a day) as sliding scale coverage from (B)(6), 2013 for diabetes. On (B)(6), 2013, the patient¿s dose of pravastatin was increased to 40 mg (daily) for hyperlipidemia, and then returned to 20 mg (daily) on (B)(6), 2013. The patient received bisacodyl (10 mg, rectal, once) on (B)(6), 2013 and famotidine (20 mg, oral, twice a day) from (B)(6), 2013 for ¿mapping and injection procedure.¿ on (B)(6), 2013, the patient¿s hospitalization was prolonged for the event of severe angina while being kept overnight for observation to monitor the safety of the patient after undergoing the injection procedures per the protocol. Medical history includes bradycardia. Concomitant therapy: fentanyl, magnesium hydroxide, tylenol, calcium gluconate, humulin nph, humulin r and morphine. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. Manufacturer's ref. No: (B)(4).